Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored events due to oversensing of noise. Technical services recommended to have patient seen in the clinic for further evaluation and suggested programming options. This ra lead remains in service. No adverse patient effects were reported.